Event description:
The reporter contacted animas on (B)(6) 2013, stating that she was admitted to the hospital on (B)(6) 2013, with hypoglycemia. The patient stated that she tested her blood glucose (bg) that evening and it was 100mg/dl range, she fell asleep watching tv and her mother noticed she was whining and grunting in her sleep which is a sign of hypoglycemia for her. The patient stated that her mother could not arouse her and called 911. The mother checked the patient's bg and it was 31mg/dl and she was taken to the hospital. The patient stated she just started on the pump on (B)(6) 2013. The patient advised that the pump does not indicate an over delivery of insulin to have caused her low bg level. There were no associated alarms in history, bolus history is correct, basal settings and basal total daily dose history did not match. On (B)(6) 2013, the pump shows total basal delivered was 36.675 units with no suspend or temp basal and the patient denied settings on pump being changed. The patient advised this was an under delivery of insulin and would not have caused the hypoglycemia she experienced. The prime history is correct, the pump was suspended and had temp basal set on (B)(6) 2013, as that was the day the patient started pump therapy. The patient stated she was unsure what the settings should be. This report is being made due to the patient's alleged hypoglycemic event that resulted from improper treatment management as the patient did not what her pump settings should be.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (improper treatment management as the patient did not what her pump settings should be).